Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 06-dec-2015 and installed at the customers site on 26-jan-2016. A lumenis service engineer visited the site twelve (12) day after the reported event and examined the laser system. The engineer found first 45 mirror damaged and replaced it. Performed preventive maintenance per lumenis technical manual. Performed optical bench alignment and centration all passed. Performed energy check and after verifying that the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of system risk files found the risk of optical misalignment or optics damage (1007143_b - risk # 2.07.1 or risk # 2.07.2) which has the potential to lead to ineffective treatment, which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A two year historical review of similar complaints revealed that the same malfunctions of versapulse powersuite 60w laser systems mirror failure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. In this case, the patient was awakened from anesthesia & the procedure was subsequently cancelled. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Unrelated to the event, lumenis has initiated CAPA #(B)(4)to further investigate various optical issues with the holmium product family lasers. This complaint is being closed to CAPA (B)(4), and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a ureteroscopy procedure in which a lumenis versapulse powersuite 60w laser system was being utilized, the laser presented an error on its display. The facility reported they were unable to treat the patient as they didn't have another laser to complete the case, and the patient had to be awakened from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.